Event description:
Event description cpi received information that two days after implant of this implantable cardioverter defibrillator (ICD) and endotak down-sized plus lead (0125) the lead had dislodged. They performed an invasive procedure to reposition the lead. The lead remains implanted and active.